Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned phaco handpiece sample revealed a missing red dot on the handpiece connector. The phaco handpiece was connected to a resistance test box which found a measurable resistance from the high electrode to ground. The returned phaco handpiece sample was connected to a calibrated vision system. System message (sm) [tune failed ¿ handpiece voltage low (short circuit)] displayed when the phaco handpiece attempted tuning. Disassembling the handpiece revealed a twisted low electrode and high electrode. The complaint was confirmed. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event can be attributed to a twisted low electrode and high electrode; however, how, or when the electrode became nonconforming remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that three phacoemulsification (phaco) handpieces (hp¿s) did not have any power to break down the cataract during a cataract extraction procedure. The hp¿s passed prime/tune but had no power in the ¿sculpt¿ phase. With each of the three handpieces the staff changed the handpiece tip¿s, cartridges and re-primed the lines, with no effective result. The procedure was completed using alternate hp with no harm to patient. This is the third of three reports for this patient.